Event description:
It was reported that two pauses were observed on three different monitors and it was noted that they were due to oversensing on the right ventricular (rv) lead. The rv lead was reprogrammed. Additionally, a third pause was observed and it was noted to be associated with the cardiac resynchronization therapy defibrillator (crt-d) feature that automatically monitors left ventricular (lv) pacing thresholds at periodic intervals. The rv lead and crt-d remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: 407645 lead, implanted: (B)(6) 2020. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.